Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8110 lvp was affected by plastic recall. During service, replaced rear case due to cracked lower left corner, replaced left handle due to lateral cracks, replaced right handle due to cracked rear portion, replaced worn out leaf spring, replaced barrel clamp due to cracked inner portion of handle. Replaced cracked flange gripper retainer, replaced contaminated carriage block, replaced contaminated tube drive arm, replaced worn out tube drive arm sleeve, replaced worn out wiper seal, replaced right iui. There was no reported patient involvement.